Event description:
It was reported that the pump fell into the water, and upon turning it on, it showed a malfunction error. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.